Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During a total hip arthroplasty, the threaded tip of the inserter fractured when connected to the face plate impactor. No pieces fell into the patient's wound and they were removed from the face plate. Another inserter was used to complete the procedure without delay.

Manufacturer narrative:
Review of device history records found no evidence of product nonconformance. Visual evaluation of the returned device confirmed the threads are fractured. Root cause of the event is most likely bending overload while repositioning the device combined with off-centered impactions; however, a conclusive root cause of the event cannot be determined. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."